Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The company representative (rep) reported that troubleshooting was needed for the implantable neurostimulator (ins). During telemetry with the clinician programmer (8840) and ins; the telemetry was broken, a telemetry module fall out while the voltage was increasing so telemetry was interrupted and caused the amplitude setting to be reset to 0v. It was further clarified that when the 8840 was "re-telemeterized," the setting seemed to be initialized or input voltage was set to 0v. No electrode configuration was changed at this time. No symptoms reported. The event occurred with a demo unit. If additional information is received, a follow up report will be sent.